Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid leak, decrease in pressure and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with this artificial urinary sphincter (aus) presented with a nonfunctioning device. The physician tested the pressure regulating balloon (prb) and found it to be weak and with fluid leak; therefore, a surgical procedure was performed to add additional saline to the balloon. No components were removed during the procedure.